Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a recurring stuck button issue on the insulin pump. The button would get stuck after each time they fly in an airplane. The customer's blood glucose level was unknown. The customer's blood glucose level was unknown. The device was returned for analysis.